Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause of the foreign material in the nozzle could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the evaluation, the subject device exhibited foreign objects in the nozzle. There was no patient involvement.